Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure. During the post surgery evaluation, it was noted the device stored a signal artifact monitor (sam) episode due to noise from electrocautery. As a result, the respiratory sensor was disabled. Boston scientific technical services (ts) was consulted and further evaluation was recommended by the following cardiologist. No adverse patient effects were reported. At this time, this device remains in service.